Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at olympus (B)(4), it was found that there was dirt inside the light guide lens of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the device has been confirmed to have damage such as a chipped lg lens, it can be inferred that some physical stress was applied to the tip. However, it is not possible to specify what kind of stress was specifically applied. If additional information becomes available, this report will be supplemented.